Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned device confirms the tip is broken off. The broken piece was not returned with the device. The device was manufactured in 2007. This device shows signs of significant wear/use. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during set up and inspection, the carbide punch was found to be broken at the tip; the procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.